Event description:
It was reported the pt presented in the operating room for device replacement. The ventricular exhibited high bipolar lead impedance of 3261 ohms. The lead was capped and a new ventricular lead was placed. The pt was monitored.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.